Event description:
It was reported that the user was unable to attach the connector to the ilet after inserting the cartridge and completing a rewind, requiring the use of vice grips to turn the connector, consistent with a device problem related to failure to disconnect/attach at the connector component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem at the connector/coupler associated with the reported inability to turn or attach the connector. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.